Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: background: screw breakage problem in the surgery for fracture of the radius and diaphyseal at the good hope clinic. Two l16 cortical screws broke, and a plate was damaged since when the screws broke, I had to use a longer plate since the area of the holes where the broken screws were could no longer use them (part of the screws have remained inside the patient). This complaint involves three (3) devices. Investigation flow: damage. Visual inspection: the cancellousscr ø4 full-thr l16 sst (part #: 206.016; lot #: 63p3693) was received at us cq. Upon visual inspection, the threaded screw shaft has broken off. The broken fragment of the screw was not returned. Only the remainder screw head was returned device failure/defect identified. Dimensional inspection: relevant dimensional inspection could not be performed due to post-manufacturing damage document/specification review: se_362128 rev b (current) and rev a (manufactured to) were reviewed. No design issues or discrepancies was identified. Complaint was confirmed. Investigation conclusion: this complaint is confirmed as the device was broken at the threaded shaft. As no imaging was provided, the embedded reported condition can't be confirmed. Although no definitive root-cause can be determined it is likely the device encountered unintended forces such as over torque during use. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: device history lot part # 206.016, lot # 63p3693, manufacturing site: grenchen, release to warehouse date: 05 august 2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes: hrs. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during a surgery for a fractured radius and diaphyseal the screw broke. Two (2) l16 cortical screws broke, and a plate was damaged. A longer plate had to be used because the broken screws remained in the patient. There was a surgical delay of 120 minutes. Fragments were generated and the tips of the screws remain in the patient¿s bone. The head and body of the screws were removed. There was no reported consequence. Concomitant devices reported: cancellousscr ø4 full-thr l16 sst (part number 206.016, lot 4l16619, quantity 1), lcp 3.5 9ho l124 sst (part number 223.591, lot 2l96782, quantity 1). This report involves one (1) 4.0mm cancellous bone screw fully threaded/16mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: part returned. H3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, a review of the device history records has been requested and is currently pending completion.as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.